Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced healing issues. A longer abutment was placed (date not reported), however, this did not alleviate the issue. The patient was prescribed keflex (dosage and duration not reported) on (B)(6) 2013. The implanted device remains.